Event description:
User received complaints from physicians regarding low recovery of b12 on elecsys 2010 when comparing the result to b12 measured on the modular analytics e170 system. The recovery on elecsys 2010 is lower for pt samples. Eight pt sample results provided as follows: pt 1 2010 b12 <22 pmol/l, e170 89.86 pmol/l. Pt 2 2010 b12 <22.4 pmol/l, e170 69.25 pmol/l. Pt 3 2010 b12 16.27 pmol/l, e170 267.5 pmol/l. Pt 4 2010 b12 118.5 pmol/l, e170 254.3 pmol/l. Pt 5 2010 b12 85.12 pmol/l, e170 138.5 pmol/l. Pt 6 2010 b12 43.66 pmol/l, e170 152.8 pmol/l. Pt 7 2010 b12 87.31 pmol/l, e170 214.4 pmol/l. Pt 8 2010 b12 <22 pmol/l, e170 99.43 pmol/l. If additional info is rec'd, appropriate notification will be provided.